Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of the pre-operative rupture a 4.8 cm thoracic aortic aneurysm. It was also noted that there was a pre-operative ulcer. It was reported that during the implant procedure, the stent graft did not reach the target position and the lesion was not covered by the stent graft and the inaccurate deployment caused a type I endoleak. Another valiant device was implanted and the event reportedly resolved. The physician stated that the cause of the inaccurate deployment could not be determined. No additional clinical sequelae were reported and the patient is fine.